Manufacturer narrative:
(B)(4). H3 analysis summary: the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that one open sample that pertain to product code j740d was received for evaluation. The product code is a control release and required eight strands per packet. After investigation of the sample, short insertion was observed in one strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. During the visual inspection of the seven-needle suture combination, the swage and attachment area were noted as expected. The sutures were examined, and no anomalies were found. The functional test was performed in a needle suture using instron equipment and the pull force result was above the minimum requirements. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. When the product was pulled out from the sot case, the suture was detached from the needle. There were no adverse consequences to the patient. No further information was provided.